Event description:
During the routine follow-up of the device involved in this report, oversensing episodes were visible in device memory.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Such oversensed events could result from strong external interference, specific patient activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4). The oversensing episodes recorded were non sustained episodes which did not trigger any therapy (because they were non-sustained). The amplitude of the noise events detected is mostly low, but can be up to 1mv. In such case, the new asc algorithm will not be able to prevent all the noise sensing episodes from being recorded. Such oversensed events could result from strong external interference, specific patient activities, myopotential sensing or a ventricular lead / connector issue. None of them could be confirmed; however, emi or myopotentials are the most probable hypothesis.